Event description:
It was reported that the balloon fragmented off the catheter while being used in the atrial septum. Dr will monitor pt's perfusion and flow. Team will check for balloon fragments during the scheduled atrial septum repair. No pt injury reported.